Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving dilaudid (15 mg/ml, around 4 mg/day) via an implantable pump for n on-malignant pain. The patient reported they had a catheter problem and something was wrong with their catheter (been a couple of months). The patient stated that at refills, their healthcare professional (hcp) was getting twice as much dilaudid left as they expected and "this happened before". The patient stated that when it happened before (date asked, but unknown), they had the same medication/dose and concentration and was working with the same hcp. The patient stated their hcp was in the process of "turning it up".